Event description:
It was reported that the customer disassembled top casing to access screw of handle, replaced slide assembly/empty syringe error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were removed. The investigation found the top case chipped(both front lower corner) and cracked (under tube holder). Cracked right plunger case(on the side) and bottom case(l-bracket). The pump event history showed a syringe empty ? Stop error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during occlusion and syringe test. Syringe empty - stop was duplicated right away during occlusion test. Position pot tab was damaged due to customer disassembling and fixing the device. The root cause of the reported issue was due to use error. The technician replaced the position pot. Performed occlusion test and all other functional tests which passed.